Event description:
During service by a baxter service technician a flogard infusion pump experienced a battery low alarm. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a field service technician. A visual inspection, functional testing, and a review of the alarm log was performed. Functional testing identified the battery low alarm. The cause of the alarm was a defective main battery. The main battery was replaced to address the malfunction. The pump was restored to good operating condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.